Event description:
Procedure: ventral hernia. According to the reporter, the handles locked up with all three devices while trying to deploy tacks. A new device from a different lot number was opened to complete the case. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to the recall initiated february 8, 2010.